Manufacturer narrative:
Evaluation of the returned product showed that the reported "failed calibration" problem was not duplicated. The pump was able to be calibrated and the occlusion test operated properly. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Initial reporter also sent report to FDA is unknown. Operator of device is unknown.

Event description:
It was reported that the device failed to calibrate. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was broken. No evidence of customer's reported problem was found in event log. The reported "failed calibration" problem was not duplicated. The pump was able to calibration and occlusion tested was found to be operate properly. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: none. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was broken. No evidence of customer's reported problem was found in event log. The reported "failed calibration" problem was not duplicated. The pump was able to calibration and occlusion tested was found to be operate properly. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: none. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.